Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed arrhythmia. Multiple rounds of cardiopulmonary resuscitation was administered and the return of spontaneous circulation was obtained. The impella was repositioned. The patient expired on impella support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.